Manufacturer narrative:
Evidence of fluid ingress and corrosion was found. The corrosion on the connector may have been the cause of the observed unintended motion. A short circuit in the connector also may have caused the ball joint motor to burn out over time and it's the reason why it no longer functions.

Event description:
It was reported that a "clicking noise" was heard and observed movement of the patient's head.

Event description:
It was reported that a "clicking noise" was heard and observed movement of the patient's head.